Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. A device history record review was initiated and a supplemental report will be sent with the investigation results.

Event description:
It was reported that during use of an introflex introducer, leakage was found in the hemostasis valve. The introducer was replaced for a new one. There was minimal blood loss as it was replaced immediately. There was no patient injury and patient demographic information is not available.

Manufacturer narrative:
Our product evaluation laboratory received one introflex introducer with dilator. Leak testing was performed with and without a catheter inserted, and leakage was observed with the catheter inserted. Examination of the internal valve components found the wiper gasket appeared torn. The duck bill valve was found to be in good condition. The extension tube was patent without leakage or occlusion. No other damage was noted from the returned unit. The customer report of a leakage issue was confirmed on evaluation. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. It is standard clinical practice to inspect these devices prior to use on a patient. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
A device history record review was completed and documented that the device met all specifications upon distribution.